Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys vitamin d total iii result for one patient sample tested on the cobas e 801 analytical unit. The initial result from the reported line was 111 ng/ml with a data flag. This result was considered falsely elevated. The first repeat result from another line by automatic rerun was 68.3 ng/ml. The second repeat result from the reported line by a manual rerun was 71.8 ng/ml. The third repeat result from the other line was 68.9 ng/ml.

Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the qc results are within the specified ranges. There is no indication of a performance issue with the reagent. The alarm trace has clot detection and sample short alarms on the date of event. The preanalytical data do not indicate any issues. The sample foam detection camera showed dust on the gripper wheels; the images of the patient samples show no issues. A general reagent problem was not detected because the qcs before the event were within the specified ranges. The investigation did not identify a product problem. The cause of the event could not be determined.